Manufacturer narrative:
(B)(4). Device evaluated by MFR to: unit returned with its original pouch batch. The unit returned has distal end damage. The wire was inspected and it has the distal tip kinked and the polymer detached exposing the core wire in the distal tip (at 298.5 cm from the proximal section). The other polymer section end was returned. The outer diameter (od) of the distal tip end near to the area detached, middle of the device, and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2016. It was reported that guide wire unraveling occurred and crossing difficulties were encountered. The target lesion was located in the right superficial femoral artery (sfa). A 300cm straight tip v-14¿ controlwire® was advanced but was hung up on the calcification of the target vessel and the tip of the guide wire frayed. The device was able to be removed intact and the procedure was completed with another 300cm straight tip v-14¿ controlwire®. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed guide wire distal tip detachment/separation.